Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra meter read inaccurately erratic. The patient said she obtained results of 146,452 and 158 mg/dl in back-to-back testing on the reported meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl. The lfs customer care advocate (cca) noted that the customer panicked and gave herself 10 units of novolin 70/30 insulin following use of the meter. Information was not provided regarding the patient's usual diabetes treatment regimen. After a few minutes, the patient said she started to feel anxious and sweaty. She tested herself with the reported meter and obtained a low reading of 56 mg/dl, which correlated with her symptoms that suggested hypoglycemia. Her husband took her to the ER. A nurse apparently said the result obtained in the ER was "very low". The patient was treated with juice and advised to call lfs regarding the meter. The cca noted that the alleged meter readings were verified in the meter memory. The test strips were in good condition, were not expired, had not been open longer than the discard date, and had been stored properly. The patient followed correct testing technique. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges she received erratic readings on the lfs product and took insulin following the erratic readings. Afterward, she claims she experienced symptoms that suggested hypoglycemia and hypoglycemic readings on the lfs product and on an ER device. The patient was treated with juice.